Event description:
No. In the co's response dated 9-05 to question #4 a word "not" was mistakenly omitted. It was stated: "based on the above information, the current servo on the expiratory side is included in the safety alert letter z-0571-05, of 2005." It should have been: "based on the above information, the current servo on the expiratory side is not included in the co's safety alert letter z-0571-05, of 2005." The content of the co's response shows that the problem with the current servo on the expiratory side is not widesprad. The safety alert z-0571-05, of 2005 concerns the air and oxygen gas modules only. No additional correction of removal is planned. The design was modified in 1998 and further improved in 2002. In case of a failure in the expiratory servo, adequate ventilation will stop and alarms will be generated at user set limits. The user manual states that the pt shall never be left unattended. There are no reported injuries related to this malfunction. Based on the above, the failure is considered as an acceptable risk. In 1998 capacitors c2 and c4 were changed to another type due to a last time buy. In 2001 the number of events of gas module failures including smoke emission increased. An improved current servo pc 1585/1586 was implemented in production and as a spare part in june 2002. The expiratory current servo was also covered by these changes. Up to date, maquet critical care in solna has only seen servos manufactured before 1998 with failures including smoke emission. Although this is nearly the same current servo as in the gas modules, as the customer reported, the problem is not widespread. The co's check in the complaint database for all the sv300/300a show a yearly failure rate of 0.03% of installed volume worldwide, for the current servo on the expiratory side. The corresponding figure for the current servo in installed air and oxygen gas modules is 0.2%.

Event description:
Last year facility replaced all air and oxygen gas modules in facility's fleet of servo 300/300a ventilators because facility had several modules smoke during use. The new modules have improved components to handle peak current loads. This year facility had two more servo 300's emit smoke. This time it is due to a set of boards used for current control for the expiratory valve solenoid. Customer representative informed facility that these are the exact same boards that were smoking in the gas modules in 2004. Facility was not informed that these boards were used in a third location in the ventilator at the time facility replaced the gas modules in 2004. Facility has now replaced these boards for all of facility's servo 300/300a's with the improved boards.